Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was reported to be related to the minicap. It was not reported if the patient was hospitalized for the peritonitis event. The treatment for the peritonitis event was not reported. The outcome of the peritonitis was not reported; however, it was reported that the patient suffered from the peritonitis event up until the time of death which was four months from the date of onset of the peritonitis event. Four months after the onset of peritonitis event and prior to death, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. Additional information was requested but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.